Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/13/2017 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Speaker resistance was measured and passed. Due to moisture damage, the customer complaint could not be confirmed. A root cause could not be determined.